Event description:
Additional information received indicated the patient is to consult with her physician regarding the issue.

Event description:
Additional information received indicated the ipg was explanted and replaced on (B)(6) 2018. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
Additional information received indicated surgical intervention may take place at a later date.

Event description:
Additional information received indicated a representative met with the patient and confirmed the ipg was unable to communicate with external devices. Troubleshooting was unable to resolve the issue.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Abbott defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient underwent an unrelated surgery and did not turn the ipg to surgery mode. Since the unrelated surgical procedure the ipg has been unable to communicate with the external devices. It was determined the ipg is in service app mode. The patient may meet with a company representative for troubleshooting.